Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield modified skull clamp (a1059) slipped during a craniotomy. The underlying medical condition not provided. The surgery had been underway for an hour when the unit slipped. As a result, the pt incurred a laceration which required suturing. The pt had not been repositioned when the unit slipped. The pt recovered. No stereotaxy device was used during this procedure. Codman skull pins were used with the mayfield skull clamp.